Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device battery longevity is "coming down quickly". The right ventricular (rv) lead is experiencing high thresholds. The lead and device remain in use. No patient complications have been reported as a result of this event.